Event description:
Ibc from pt stating 1 of her cadd legacy pumps is beeping and stating low or empty volume. Pump is not leaking, cassette is not leaking. Mix was done about an hour ago per pt, she used 2 vials of diluent to mix, advised pt switch batteries, she did and same error/beeping, pt then switched over to her back up pump on hand, and said the reservoir volume still said 11.3 ml which is not correct either since she just did a new mix, advised pt she needs to re-do a brand new mix again and change out cassette as well and call back if the volume is still incorrect. Shipping pt 1 new pump and will have pt return malfunctioning pump back to pharmacy. Pt did not experience any a/e during this event. No other information provided. Dose or amount: 27 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.